Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the customer did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required. A CAPA, CAPA (B)(4), has been opened to address the late documentation of this complaint.

Event description:
The customer reported receiving false negative hcg results using an unspecified lateral flow hcg test. Confirmatory blood tests provided positive results. No additional information provided.